Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/17/2014 with the following findings: a review of the black box showed consecutive unexplained reboots had occurred on (B)(6) 2014. Visual inspection revealed that the battery compartment was cracked. The battery cap was undamaged and was able to secure to the pump and maintained an electrical connection. The pump successfully completed a rewind, load, and prime sequence and completed a 24 hour exercise test with no power issues occurring. The complaint of power loss could not be duplicated on investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the battery compartment was cracked and the pump rebooted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.